Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Supplier reviewed internal documentation and found that the tibial guide cut deviation was due to the incorrect fit of the tibia guide, which was caused by an inaccurate segmentation of the tibia guide fitting regions. (B)(4).

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2011. During the procedure, the surgeon placed the tibial guide onto the patient's anatomy, it rocked back and forth. Alignment of the tibial guide deviated by approximately six degrees. The procedure was completed using traditional instrumentation, with no injury to the patient or delay in the procedure.